Event description:
This is a verbatim report was rec'd by valeant from q-med: this spontaneous case was rec'd by a physician and refers to a (B)(6) female patient. Medical history included lipolysis around the mouth. No info regarding concomitant medication or allergies. On (B)(6) 2013, the patient was injected with restylane (cross linked hyaluronic acid) injection 11ml subcutaneously (lot number and technique unknown) on cheeks, nasolabial folds, under eyes area, and around the mouth for an unknown indication. On the same day, the patient was also injected with 16 units botox on the forehead, glabellar and chin, and an injection for lipolysis around the mouth. On (B)(6) 2013, she had another injection for lipolysis around her mouth. On (B)(6) 2013 the patient rec'd oral antibiotics for preventing inflammation for 5 days. On (B)(6) 2013, she was injected with restylane 1 ml subcutaneously on her nasolabial folds and around the mouth (unknown lot number and technique). On the same day (B)(4) (hyaluronic acid) on her nasolabial folds and the mouth on (B)(6) 2013. On (B)(6) 2013, the experienced edema and pain under the left eye. The patient was given steroid, and rec'd oral antibiotics on (B)(6) 2013. The patient had swelling and erythema under both of the eyes area from (B)(6) 2013; the doctor then treated her with oral anti-biotics and nsaid. From (B)(6) 2013, the patient experienced a burning sensation, paraesthesia, edema, and pain on the left cheek. The patient rec'd hyalase, oral antibiotics, and steroid injection treatment. The patient was diagnosed with inflammation on her cheeks and under both eyes area on (B)(6) 2013. Therefore, she was given oral anti-histamine medication, hyalase, steroid, vitamin, nsaid, and antibiotics. Treatment of adverse events: cephradine, three times a day oral (start (B)(6) 2013), which resulted in prevention of inflammation. Hyaluronidase, injection 150 iu, nasolabial folds (on (B)(6) 2013); cephradine, three times a day oral (start (B)(6) 2013, stop (B)(6) 2013); dexamethasone, im 5 mg (on (B)(6) 2013); cephradine three times a day, ciprofloxacin bid, acetaminophen twice a day, oral (start (B)(6) 2013); hyaluronidase, injection 300iu, nasolabial folds (on (B)(6) 2013); hyaluronidase, injection 300 iu, under eyes area (on (B)(6) 2013); hyaluronidase, injection 150 iu, lt cheek (on (B)(6) 2013); ciprofloxacin, oral (three times a day (B)(6) 2013, and twice a day (B)(6) 2013); cephradine, IV ig (on (B)(6) 2013); hyaluronidase, injection 1295 iu, both cheeks (on (B)(6) 2013); augmentin tab (potassium clavulanate 125 mg, amoxicillin 250 mg) three times a day (start (B)(6) 2013); dexamethasone, IV 5 mg (on (B)(6) 2013); dexamethasone, im 5 mg (on (B)(6) 2013); hyaluronidase, injection 1425 iu, both cheeks (on (B)(6) 2013); prednisolone, oral 5 mg (three times a day (B)(6) 2013, and twice a day (B)(6) 2013); prednisolone, oral 10 mg (once a day (B)(6) 2013 - ongoing); ibuprofen three times a day, chlorpheniramine maleate twice a day (start date (B)(6) 2013). Photo documentation is available. The symptoms are reported to be recurrent and not recovered / not resolved. The reporter's causality for the case is conditional / unclassified.

Manufacturer narrative:
Company comment: the company's causality assessment is that a relation between the events and the treatment cannot be excluded. A 11 ml of gel in the face area is a rather large volume. The adverse event is not unexpected[ and is already addressed in the product labeling. No further actions will be initiated. Lot number was not reported and batch trending cannot be performed. For reference purposes only, the following tracking number has been assigned: (B)(4). This case was rec'd by q-med and was forwarded to valeant on (B)(4) 2014. PMA #: p020023/p040024. Pharmacovigilance comment: on (B)(4) 2014: implant site oedema, implant site pain, implant site swelling, implant site erythema, skin burning sensation, implant site paraesthesia, implant site inflammation assessed as serious and possibly related.